Event description:
Misbranding, confusing, lack of labeling. No product use error, but failure to warn. Unreasonably dangerous chemicals in cleaning solution, lack of efficient warnings about use procedure, chemical burns to eye and cornea potential injury. The dangerous product is ciba vision clear care, with 3% hydrogen peroxide, no clear instructions on rinsing, and is in a container that is the same as for saline solutions. Burns to cornea and eye, harm, extreme pain. Inadequate warings and lack of clear instructions. Unreasonably dangerous product, that this severe harm can occur. Event did not abate after use stopped.